Manufacturer narrative:
Citation: chen et al. Impact of prosthesis-patient mismatch after transcatheter aortic valve replacement in asian patients. Ann thorac surg. 2021 oct 20;s0003-4975(21)01727-6. Doi: 10.1016/j.athoracsur.2021.09.016. Online ahead of print. Earliest date of publish used for date of event and date of death. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of prosthesis-patient mismatch (ppm) after transcatheter aortic valve replacement (tavr) in asian patients. All data were collected from multiple taiwanese centers between march 2013 to december 2019. The study population included 201 patients (predominantly female, mean age 82 years), who were later divided into either a ppm (n=40) and non-ppm (n=161) group. All patients were implanted with a medtronic corevalve (n=106) or evolut r (n = 95) bioprosthetic valve (unique device identifier numbers not provided). At midterm follow-up with median of 30.4 months post-implant, a total of 58 deaths had occurred. Cumulative all-cause mortality and cardiovascular mortality rates were 48.8% and 21.9% in the ppm group, and 29.7% and 5.4% in the non-ppm group, respectively. No further details were provided on the deaths. Based on the available information medtronic product was associated with the death(s) as the physician/authors found that ppm was a factor for increased risk of all-cause and cardiovascular death. Among all patients adverse events included: moderate to severe paravalvular aortic regurgitation, stroke, major vascular complication, coronary obstruction, arrhythmia requiring permanent pacemaker implant, second valve implanted for unspecified reason, and rehospitalization for heart failure. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.